Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has twiddlers syndrome (ts) and had twiddled this left ventricular (lv) lead to the point of dislodgement. The lead was not providing pacing therapy when needed. The lead was removed from service. No additional adverse patient effects were reported.